Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and the orders were not showing in the pyxis. The technical support specialist (tss) dialed into the server, verified the affected patients and identified that the patient status was preadmitted and had multiple medical record numbers with the same visitor identifier. Tss then verified the station and identified that the show preadmission setting was unchecked. Tss ran a query in sql server management studio and confirmed no admit received message was found for the mrn. Tss mailed the user to convey the message to the active directory team to send an admit message for the patient¿s status to be changed from preadmitted to admitted and also informing them on the multiple mrns. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had pyxis device not communicated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.